Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Upon observing data from latitude remote monitoring, it was discovered that there was an alert for the right ventricular (rv) lead pacing impedance being high out of range. Technical services (ts) referred the patient to the following clinic. No adverse patient effects were reported. Currently, this cardiac resynchronization therapy defibrillator (crt-d) system remains in service.